Event description:
Boston scientific received information that both this patients right atrial (ra) lead and right ventricular (rv) leads had not been pacing as required and were found to be dislodged. It was later determined that this patient was a twiddler, which is what lead to both dislodgement's. As a result both leads were surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.